Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found the following damages, which were not reported: there were various scratch marks at the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Also, there were indentations at the grip. Failure analysis concluded that the indentations on the distal pulley and the grip were likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that the large suturecut needle driver instrument had a broken cable. Customer is not aware of when problem occurred. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.